Event description:
It was reported that the device would not operate on ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control recommended the customer to replace the power pcb to restore proper device operation. The customer later confirmed that the power pcb has been replaced and has returned the device to service.